Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, broken shell and red particles in the gel. A visual and microscopic analysis was performed which identified: sharp opening, , sharp broken. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening and broken on posterior due to an unidentified (tear) opening.

Event description:
Physician reported right side rupture diagnosed via ultrasound. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported right side rupture diagnosed via ultrasound. The device has been explanted.